Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 338 mg/dl. The customer stated that she cannot get insulin out of her bottle. The customer stated that she was unable to fill the reservoir with insulin. The customer was advised to use a different reservoir and push air from the reservoir into the insulin vial. The customer is being sent a replacement reservoir.